Event description:
Caller reported a false positive troponin (tni) result.

Manufacturer narrative:
Product services tested 2 rga pt samples, cal z and cal h on profiler (B) (4). Observations for tni recovery, elevated values, and false positives follow: elevated tni was observed on triage, pre and post hama, with pt sample 1 and 2. No error codes were observed. Pt sample 1 recovered at 2.39 ng/ml on triage, at 1.15 ng/ml post hama on triage, and 0.01ng/ml on access ii. The nsb spot was <1.0. Product services observed a decrease >50% for tni recovery post hama treatment of pt sample 1. This is evidence of hama interference, or another heterophilic antibody, causing an increased recovery of tni on triage. Pt sample 2 recovered at 2.32ng/ml on triage, 2.5ng/ml post hama treatment on triage, and 0.01ng/ml on access ii. The nsb spot was <1.0. An increased value for tni on triage may be consistent with heterophilic antibody interference. Product services could not rule out any sample specific factor causing interference in tni recovery with pt sample 2. All data points with cal z were below the mfg cut off. Five data points with cah h were below the mfg 2sd range with a % recovery of 74%. Product services verified and observed the customer's results of elevated tni recovery on triage with pt sample 1 and 2. Conclusion: product services tested returned pt samples in-house against triage and access methods and observed the following tni results: sample (B) (4). Triage signal decreased by >50% when sample was treated with hama blockers. This indicates sample-specific interference of sample with triage device. Access testing gave tni 0.01 ng/ml. Sample (B) (4). Triage results were 2.3 ng/ml and post hama treatment 2.5 ng/ml. Access testing gave 0.01 ng/ml. Sample-specific interference could not be confirmed. Further testing of retention devices showed recovery within specifications for positive and negative control samples. Tni discrepant cases are included in routine tracking and trending analysis. Corrective action not required at this time, as product deficiency was not established.